Manufacturer narrative:
Correction to h6 based on device evaluation. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The 3mensio imagery was provided and the following was noted: the patient's access vessels showed the presence of calcification and undersized vessel diameters. The required minimum luminal diameter for use of 14f esheath+ is greater than or equal to 5.5mm. This event falls within the scope of CAPA that was opened to address esheath inner diameter hdpe damage contributing to the tip tear events. The reported event of distal tip torn was confirmed by device images received. The sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, as documented in a product risk assessment, and/or by manufacturing process variation during tecoflex trimming step leading to hdpe damage, as investigated in the CAPA. Additionally, patient factors such as challenging anatomy may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. Torn tip can catch on access vasculature during sheath removal leading to retrieval difficulties and possibly separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, no further actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve, a tear was noted on the distal end of the 14fr esheath+ upon removal of the devices post successful deployment. Per report, the esheath+ was inserted in a calcified iliac with no resistance. Multiple wire and catheter exchange were performed with no resistance. The 26mm commander delivery system was inserted with no resistance. The esheath was removed with no resistance. Per images received, this distal tip was observed to be torn.

Manufacturer narrative:
Investigation is still ongoing.